Manufacturer narrative:
The system was used for treatment. A batch record review of kit lot a910 was reviewed. There were no nonconformances associated with this lot. The lot met release requirements. The uvadex lot number was not provided as it was not administered. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or nonconformances related to the complaint were noted. Trends were reviewed for complaint categories, system error f183: centrifuge speed too slow and centrifuge bowl leak/break. No trends were detected for these complaint categories. The assessment is based on information available at the time of the investigation. No product was returned for investigation; therefore, it could not be determined if the product met specification based solely on the information provided by the customer. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted through the CAPA/continuous improvement process. (B)(4). Device not returned to manufacturer.

Event description:
The customer called to report a system error f183: centrifuge bowl speed too slow alarm during cycle 1 of a treatment procedure. The customer stated that the top of the centrifuge bowl was getting stuck. The customer made two attempts to resolve the alarm but was not successful. The customer opted to abort the procedure and return all blood/products to the patient manually. The customer stated that there was nothing obstructing the bowl. The customer also stated that she did not see any fluid leaks and there were no leak alarm. However, when cleaning the centrifuge bowl, the customer noted specks of blood in the centrifuge. The customer did state that the leak strip was functioning. The customer reported that the patient was in stable condition and they had started a new procedure with a different kit. On (B)(6) 2016, the customer emailed to report that the kit was inadvertently discarded and will not be returned for investigation.